Manufacturer narrative:
An error was identified on oct 22, 2015. Incorrectly referenced the calibrator list and lot and not the reagents (list 02k45-23 lot 37181m500). The initial submission from aug 2014 contained the correct information. The (B)(6) 2014 follow up did not. This information has been corrected. There was no change to the event, problem or investigation outcome.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified. Note: on 2 october 2014 the suspect medical device was changed to list 02k45-01, lot 42k44714.

Event description:
The customer observed a shift in controls for the ca-125 assay on the architect i2000sr analyzer. The following data shifted (u/ml): initial 5, repeat 7 (40% shift) . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.